Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to complete genital prolapse on (B)(6) 2002, sui on (B)(6) 2006, sui and cystocele on (B)(6) 2013, cystocele, rectocele, pelvic pain, abdominal pain and stress incontinence. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the revisionary procedure on (B)(6) 2006 and a caldera mesh was implanted. It was reported that the revisionary procedure on (B)(6) 2014 was performed due to stress incontinence, and dyspareunia. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted it is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.